Event description:
It was reported that the surgeon inserted a competitor's lens with the msi-tm injector and the injector tore the lens. The lens was removed and a replacement lens was implanted without any patient injury. The patient's current prognosis is good.

Manufacturer narrative:
A lot order search was performed on the injector and there were six similar complaints found.